Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and pacing was inhibited. Asystole for greater than two seconds and the patient had experienced a syncopal episode. An invasive procedure was performed. This device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This may have contributed to the observed noise.